Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was showing an asystole error message. The rse evaluated the device remotely. It was determined that the customer had left the load attached and when the device powered on, the device produced an asystole error message. This occurrence was deemed normal. To resolve the issue, the customer was advised to disconnect the load. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse determined that the customer had left the load connected. The load was disconnected and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.